Manufacturer narrative:
The pacemaker was returned for analysis. There were no problems interrogating the implant status. The eri battery state was activated on the day of explantation, which was likely due to the cold storage conditions following explantation. The pacemaker was implanted for 108 months. The charge from the battery was checked. The battery state was as expected.the therapy capabilities of the pacemaker were checked. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In the next step of the analysis, the eri battery state could be reset. The estimated remaining service time then displayed was two months. In summary, the implant could be interrogated and was also fully capable of delivering therapy. The battery state was as expected after 108 months of implantation. There was no indication of a device malfunction. There was no material or device defect present.

Event description:
Ous MDR - after an implantation time of about 108 months, it was reported that the device is no longer interrogatable.